Event description:
New information noted that lead noise and low impedance continued. The patient had presented in clinic and chest x-rays revealed no abnormalities. The patient received a vibratory alert for low atrial lead impedance. The patient is stable and would be seen in clinic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the atrial lead had low impedance and was oversensing noise that caused inappropriate mode switches. No intervention was performed. The patient was asymptomatic and would be monitored.